Event description:
A customer obtained erroneously elevated troponin (accu tni) results for one patient. The initial result was "negative". A fresh sample collected from this patient 5 days later gave a result of 0.63ng/ml and a result of 0.58ng/ml upon repeat. A third sample was collected and an accu tni result was 0.62ng/ml. The result was reported out of the lab. A sample from this patient was tested for troponin via an alternate testing methodology and a "negative" result was generated. There is no customer report of affect to patient or user attributed or connected to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse performed a diagnostic testing and results passed within specifications. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.